Manufacturer narrative:
Evaluation summary: at the time of complaint receipt, no inventory from reported lot remained for investigation. Records for porous nk flex gsm femoral (00541201702 and nk flex gsf femoral (00541601702) were reviewed to determine if any lots from these devices were packaged on or around the same date. No matches were found. Additionally, complaint histories for these part numbers were reviewed and no additional packaging related complaints have been rec'd. At this time, the complaint allegations cannot be confirmed. Exact cause of the complaint cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
It was reported that when nonporous implant box was opened, the device in the box was porous. The device was implanted.